Event description:
It was reported that the patient experienced persistent sluggishness and pre-syncope lasting a few seconds that self resolved. The patient presented remotely via (B)(6) transmission. It was noted that the pacemaker was in backup vvi mode. The backup was determined to be due to poor radiofrequency( (rf) communication. A device download was performed successfully. A firmware update was performed successfully. The patient was stable.